Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) on a patient with thin long, and flat leaflets, large central posterior indentation, and enlarged atrium. Two mitraclip xt clips were implanted, reducing mr on an unknown date, a transthoracic echocardiogram (tte) was performed and revealed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+ on (B)(6) 2026, a second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2.